Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 25 mg/dl. Customer was hospitalized due to low blood glucose. Customer was hospitalized for four days. It was reported that paramedics removed insulin pump and batteries and treated customer with IV drip. Customer was off of insulin pump therapy due to healthcare professional requesting a new insulin pump that shut off when blood glucose was low. Caller was advised to call the helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.